Manufacturer narrative:
Int. Ref.: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Customer states that the springs of the bucky unit on the table and wall stand are too strong that the cassette, when being removed from the bucky units, shot out so quickly that it broke an x-ray technologist's finger.

Event description:
Customer states that the springs of the bucky unit on the table and wall stand are too strong that the cassette, when being removed from the bucky units, shot out so quickly that it pinched an x-ray technologist's finger.

Manufacturer narrative:
Int. Ref.: (B)(4). The buckydiagnost is a radiography system with ceiling suspended column (carrying the x-ray tube and collimator) and height adjustable bucky table for general x-ray examinations. The x-ray receptor is in this case a computed radiology- (cr-) cassette. To prepare an exposure, the user has to push the cassette against a spring into the bucky tray. The bucky tray centers the cassette/ film towards the x-ray source (tube). After the exposure, the user has to move the cassette (against a spring) until it is possible to lift the cassette out of the bucky tray. Philips field service engineer investigated on site. The customer stated that a trained user had pinched her finger while unloading the digital detector. Furthermore he stated that the springs on table bucky and wall bucky are too strong that the cassette when being removed from the bucky shot out. Due to the fact that cassette locking mechanism is a non-motorized one, the spring tension increases with the size of the detector, to hold it safely on place. To unlock the detector the user has to press the cassette back against the spring, to move the cassette out of the support. During this process the technologist's finger was squeezed between the support of the locking mechanism and the detector. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting. Correction: patient, device, result and conclusion code; b5 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.